Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation of the device, no error codes appeared. The reported allegation could not be confirmed. The generator passed the post (power on self-test). Syringe and delivery device were connected with no issues. Generator primed and flush as per specifications. The generator received all the required updates and passed full functional and electrical safety testing.

Event description:
It was reported that during a water vapor thermal therapy procedure, error 495 was displayed. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during a water vapor thermal therapy procedure, error 495 was displayed. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.